Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they almost died because their implantable pulse generator (ipg) battery was dying. The patient further reported that they "stayed awake, it was black for a while". The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.